Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where on post-operative day 1, a single leaflet device attachment (slda) was detected on the first ace device placed. It was the site's first proctored case on pascal tricuspid. Starting tricuspid regurgitation (tr) was functional grade 5 with central anterior and posterior jet, one septal and anterior leaflet, and posterior leaflet had two scallops. Strategy was to place one ace in antero-septal with 1-7 orientation and second ace on postero-septal with 10-16 orientation. The imaging quality was good. The first ace was placed on anterio-septal position but with 3-9 orientation, not respecting the coaptation line. A second ace was placed on posterio-septal and achieved a nice reduction in tr. Post-procedural tr was grade 3. Tr after the slda was grade 4+. The site was considering a re-intervention (to add another pascal).

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. This is a combined initial + final report which includes investigation findings. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was unable to be confirmed. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. H6 impact code was updated from the initial MDR.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11.

Event description:
As per additional information received, the physicians informed that this patient was not getting a re-intervention with pascal. The second opinion from another physician was negative for re-intervention as well. The patient was feeling okay.